Event description:
Reporter reported that the seal of the rt040m mask detached from the mask shell. No patient consequence was reported.

Manufacturer narrative:
The complaint device was not returned and no lot number was provided. Results- one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the patient. The rt040 mask is new to the market and many users are in the process of converting from an existing competitors mask to the rt040, and may not be familiar with the sizing and fitting of this new mask. However, we are looking at ways to improve seal retention in the rt040 mask. Conclusion- fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for the customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of approximately 0.046%. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future.